Event description:
A report was received that a patient was having difficulty charging her ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg revision has been recommended.

Event description:
A report was received that a patient was having difficulty charging her ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg revision has been recommended.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests done. The complaint of the patient having difficulty charging has been confirmed. Battery depletion rate with stimulation off measured exceeds the typical battery depletion rate. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. It is unknown if the difficulty charging the patient experienced was a product of poor coupling/charging technique, or if it was due to the failed analog ic, as it cannot be determined when the ic was damaged. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).